Manufacturer narrative:
It was reported that the ventilator failed the flow transducer test during pre-use check. The ventilator was investigated by our field service engineer on-site and the pc monitoring board was found defective and replaced which solved the issue. The pc monitoring board was returned for technical investigation performed by the return department and the issue could not be reproduced. Pc monitoring board went through pre-use check and 24 hours in ventilation without problems. The cause of the reported component failure has not been established in this investigation.

Event description:
Manufacturer ref#: (B)(4).

Event description:
It was reported that the ventilator failed the flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).